Event description:
It was reported that this right ventricular (rv) lead was implanted with an implantable cardioverter defibrillator (ICD). Before the pocket was sutured, defibrillation threshold (dft) testing was performed and the defibrillation thresholds were too high. The lead was repositioned several times, without improvement in the threshold values. Additionally, the high voltage impedance measurement was reported to be high, out-of-range at 320 ohms. The lead was removed and a new lead of the same model was implanted to complete the procedure. The new lead exhibited pacing impedance, sensing, pacing threshold, and high voltage impedance measurements that were all within normal limits. The attempted lead was intended to be returned for analysis as it was thought to be defective, but the lead was accidently discarded at the hospital and unable to be retrieved. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.